Event description:
Another manufacturer&#38112;stent graft system was implanted in the patient for the treatment of a 56 mm in diameter abdominal aortic aneurysm. An endurant ii stent graft cuff was implanted in the patient for treatment of a migration and proximal type I endoleak. No endoleak was observed after the cuff was implanted and eight aptus endoanchors were implanted. No endoleak was observed at the end of the procedure. The proximal aortic neck angle measured 70 degrees. The supra to infrarenal angulation measured 10 degrees. It was reported that, approximately three months after the endurant aortic cuff and aptus endoanchors had been implanted the patient expired. It was unknown whether the event was related to the endurant or aptus devices or whether the event was related to the procedure. The cause of death was not documented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.